Manufacturer narrative:
As of 07/05/2016 aso has not received further information from the consumer. Aso has notified the manufacturer about the event. Aso will follow-up on this report as soon as we receive further information from the consumer. No samples or lot number provided.

Event description:
Consumer reported that he experienced pain after using the premium healing bandages (hydrocolloids). He believed that the bandages were blocking his sunscreen and when the sun hits them it gets magnified. He had blisters in the shape of the bandages and looked like third degree burns.

Manufacturer narrative:
As of 07/05/2016 aso has not received further information from the consumer. Aso has notified the manufacturer about the event. Aso will follow-up on this report as soon as we receive further information from the consumer. As of 09/09/2016 based of batch record review and testing, no issues were observed with these products.

Event description:
Consumer reported that he experienced pain after using the premium healing bandages (hydrocolloids). He believed that the bandages were blocking his sunscreen and when the sun hits them it gets magnified. He had blisters in the shape of the bandages and looked like third degree burns.